Event description:
It was reported that the insulin pump alarmed button error during normal use. It was not known whether or not a button was pressed for longer than three minutes. It was also stated that the customer was hospitalized due to low blood glucose levels. The customer felt that the insulin pump delivered too much insulin. Advised the customer that the insulin pump stops delivering insulin when it alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.